Event description:
Peg(percutaneous endoscopic gastrosto) tube dislodged on night shift, charge rn placed foley cath in the peg tube opening per surgery request. Peg replaced next day by surgery. Peg tube saved and balloon was instilled with ns and balloon deflated overnight.